Event description:
A customer contacted baxter technical service center regarding a system error 2240 (air in lin) alarm during drain 2 of 5 while using the homechoice system. The technical service representative (tsr) explained the alarm to the home patient (hp). The hp stated that she disconnected from the machine during drain without pressing stop. The hp reconnected and the alarm occurred. The tsr had the hp close all the clamps and cycle the power off/on. System error 2367 alarm was received. The tsr had the hp disconnect from the patient line and cycle the power off/on. At load the set, the hp was to discard the old supplies/cassette, end therapy, and contact the nurse regarding missed therapy recommendations. In 2008, the hp's nurse was contacted and stated that the hp developed peritonitis. The date of diagnosis was two days prior, with the hp exhibiting cloudy effluent, abdominal pain, vomiting and fever. A cell count was performed the same day, with a leukocyte count of 5817 and a neutrophil count of 82%. A culture was also taken on that day, and coagulase-negative staphylococcus was identified. A gram stain done on the same date showed gram positive cocci in clusters. The hp was given vancomycin 2 grams and fortaz 1 gram intraperitoneal (ip) daily for six days, and ancef 1 gram ip daily for 14 days beginning on that last day. The hp was not hospitalized due to this peritonitis episode and recovered approximately one week after diagnosis. Since the incident, the hp has been retrained on proper procedure as the nurse believes the incident occurred because of a break in aseptic technique. The hp has continued with peritoneal dialysis with no further problems.